Event description:
Customer called to report a emergency room visit due to high blood glucose. The blood glucose reading at time of event was over 300 mg/dl, went as high as over 600 mg/dl. Customer stated that it hurt for him to talk. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.